Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-12156 and 2134265-2017-11880. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the pullback button was not working so they tried restarting the ilab. However, after restarting the ilab, the imaging pc froze and all buttons could not be pressed. No patient complications were reported.